Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber body was broken and was being held together by the fiber jacket. The microscopic analysis found the fiber tip and connector are in good condition. According to the IFU, the user is instructed to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement; if a damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The reported fiber break allegation was identified; however, the most probable cause of fiber break could not be determined, therefore an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that prior the procedure for urethral stones, it was noticed the fiber was cracked upon screwing in the fiber, it was visible when it was plugged into the console. Due to this, the procedure was completed using another device. There were no patient complications.

Event description:
It was reported that prior the procedure for urethral stones, it was noticed the fiber was cracked upon screwing in the fiber, it was visible when it was plugged into the console. Due to this, the procedure was completed using another device. There were no patient complications.